Event description:
During a standard dental treatment, the head of the handpiece heated up and caused a burn on the inner cheek close to the lip to the size of the back cap button. The patient was prescribed steroid cream augmented befanethasone 0.05%. Reference MFR report 3003637274-2013-00046.